Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having extremely high blood sugars. Customer stated that it is running from 200 mg/dl and higher. Customer's last blood glucose was 554 mg/dl. Customer stated that she tried changing out the set and she took a shot. Customer feels okay to troubleshoot. Customer has had high blood glucose for the last 3 weeks. Customer has even raised the basal rates to help. Customer stated that her blood glucose was 117 mg/dl for no reason. Customer stated that her blood glucose will normally run low in the morning, so that was high for her. Customer stated that she changed her set yesterday morning but her blood glucose was still high. Customer's blood glucose is 521 mg/dl. Customer treated with a bolus. Customer performed the high pressure test and the pump passed. Customer had some low reservoir alarms in the alarm history. Customer was advised that the pump was working as designed.